Event description:
Customer reported the male luer on the secondary infusion set broke off inside the smartsite valve upon disconnect, allowing the primary fluid to leak out of the port. A 70% alcohol was used to cleanse the smartsite valve. There was no report of patient harm or medical intervention required. No further patient/event information provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported male luer breaking off inside the smartsite. Customer states that the product would not be returned because it was discarded.